Event description:
Medtronic received information that on (B)(6) 2014 an "ischemic" minor stroke occurred on the day the patient was implanted with a st. Jude trifecta valve. Within 24 hours post operation the patient showed a discrete facial palsy and a slight weakness in their right leg. No action was taken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).